Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2012-01850 / 01851 & 2015-00984).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2011 due to patient alleged pain, inflammation and discomfort, soreness, dysfunction, loss of range of motion, and elevated cobalt-chromium metal ions. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip arthroplasty on (B)(6) 1998 with competitor custom components and a right hip revision on (B)(6) 1999 due to loose and rotated acetabular cup where competitor components were removed and reimplanted. Operative report further noted patient underwent a second revision on (B)(6) 2002 due to aseptic loosening of competitor's acetabular cup and pain where competitor components were removed and replaced. Operative report noted patient underwent a third revision procedure on (B)(6) 2013 due to instability. All competitor components were removed and a biomet hip was implanted. Operative report noted patient underwent a fourth revision on (B)(6) 2011 due to pain, impingement, metallosis and elevated metal ion levels. Operative report noted the presence of grayish discolored fluid, grayish blackish tissue, well ingrown slightly retroverted cup. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head. Medical notes indicates patient underwent a fifth revision on (B)(6) 2011 due to unknown reasons. The biomet head and competitor cup were removed and replaced with a biomet head /taper adapter and a competitor cup.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2011 due to patient alleged pain, inflammation and discomfort, soreness, dysfunction, loss of range of motion, and elevated cobalt-chromium metal ions. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate that the procedure performed on (B)(6) 2003 was a third revision of competitor hip due to instability, in which a biomet total hip was implanted. Operative report noted patient underwent a fourth revision on (B)(6) 2011 due to pain, impingement, metallosis and elevated metal ion levels. Operative report noted the presence of grayish discolored fluid, grayish blackish tissue, well ingrown slightly retroverted cup. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head. Medical notes indicate patient underwent a fifth revision on (B)(6) 2011 due to unknown reasons. The biomet head and competitor cup were removed and replaced with a biomet head and taper and competitor acetabular components.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthoplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2011 due to patient alleged pain, inflammation and discomfort, soreness, dysfunction, loss of range of motion, and elevated cobalt-chromium metal ions. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "metal on metal articulating surfaces have limited clinical history; number 14 states: intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01850 / 01851).